Manufacturer narrative:
As reported, the barrel insert on the tip of the optifix straight absorbable fixation device became detached during the procedure. A photo provided by the user confirms detachment of the barrel insert. The subject device was returned. The sample evaluation is ongoing at this time. When sample evaluation is completed, a supplemental MDR will be submitted to document the results of sample evaluation. Per the instructions-for-use supplied with the device: "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ and ¿care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ review of manufacturing records confirms product was manufactured to specification.

Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure on (B)(6) 2021, the bard/davol optifix fixation device was used to fixate a bard/davol 3dmax mesh. It was reported that a broken fastener was deployed and while deploying the second fastener near the cooper's ligament, the barrel insert from the shaft tip of the fixation device became detached. As reported, the broken/detached components were removed from the patient's body. As reported, counter-pressure was not applied since fixation was being applied at cooper's ligament. There was a procedural delay due to the reported event and no reported patient injury.

Manufacturer narrative:
As reported, the barrel insert on the tip of the optifix straight absorbable fixation device became detached during the procedure. A photo provided by the user confirms detachment of the barrel insert. The subject device was returned. The sample evaluation is ongoing at this time. When sample evaluation is completed, a supplemental MDR will be submitted to document the results of sample evaluation. Addendum: this is an addendum to the initial MDR submitted. This supplemental emdr was submitted to report the results of device evaluation. It was reported that fixation was attempted into the coopers ligament which resulted in fractured fastener. The barrel insert on the distal tip detached. Breakage of the fastener can be attributed to force applied attempting to fixate in hard structure. The condition of the device indicates that the barrel insert dislodging could have been due to insufficient crimping of the outer tabs to the barrel insert. As such we have identified this issue as possibly traced to manufacturing. Per the instructions-for-use supplied with the device: "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ and ¿care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. ¿ review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Event description:
As reported, during a transabdominal preperitoneal (tapp) procedure on (B)(6) 2021, the bard/davol optifix fixation device was used to fixate a bard/davol 3dmax mesh. It was reported that a broken fastener was deployed and while deploying the second fastener near the cooper's ligament, the barrel insert from the shaft tip of the fixation device became detached. As reported, the broken/detached components were removed from the patient's body. As reported, counter-pressure was not applied since fixation was being applied at cooper's ligament. There was a procedural delay due to the reported event and no reported patient injury.